Event description:
Post operative open heart pt with an intra-aortic balloon pump in use. During the weaning process, the balloon pump alarm began sounding, noted first high pressure and then a leak. Approx. 20-30 minutes later, blood was noted in the catheter. The surgeon was contacted and the catheter balloon was noted to be ruptured.